Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented for follow up in clinic, multiple episodes of noise were noted on the lead. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of lead noise events was not confirmed. A partial lead was returned for analysis in two pieces. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.